Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150c coyote¿ balloon catheter was selected to dilate the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.